Event description:
It was reported that the lead end cap was implanted after the use before date notification. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m implantable pacing lead, (B)(6) 1997; 4068 implantable pacing lead, (B)(6) 1997. (B)(4).